Event description:
It was reported that during the implant procedure, the right lead was difficult to insert in the pulse generators header. The physician used silicone oil and was able to insert the lead. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).